Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure, the pulse generator set screws were stripped. The clinician was unable to loosen the ports to remove the leads. Some oxidation was noted on the set screws and was unsuccessful of removing the leads. No further information was available.